Manufacturer narrative:
Based on the device investigation, third party material failure analysis, and additional information provided by the user, the fracture and deformation of the twist tip from wire was consistent with ductile compression (bending) and torsion overload from twist distal shaft prolapse and excessive twist usage. On the first pass, 7-10 cycles were conducted with the twist and 3-5 cycles on the second pass. Each cycle typically consists of 5 extensions and retractions of twist while rotating in the clockwise direction and 5 extensions and retractions of twist without rotation. The twist was extended and retracted approximately 100-150 times during procedure. A review of lot history record determined that product met design and manufacturing specifications at the time of product release.

Event description:
The intravascular procedure began with contralateral access with an 8f pinnacle sheath in the left groin. A series of third-party catheters, sheaths, and wires were utilized to access the graft location with no reported challenges. Once access to the intended location was obtained, the 8f prodigy catheter was used to complete three aspiration passes with no clot capture and minimal blood loss. The prodigy catheter was not long enough to reach the distal portion (including the distal anastomosis) of the graft. Two additional passes were completed with the 8f prodigy twist by rotating the twist handle clockwise with one hand. On the first pass with the twist, 7-10 cycles were conducted. The movement of twist was monitored intermittently under fluoroscopy and felt smooth to the physician with no tactile variation. On the second pass with twist, 3-5 cycles were conducted. Separation of twist tip was noted when distal markers on the twist tip did not move as anticipated under fluoroscopy. Twist tip was located by fluoroscopy in the graft lumen . Several attempts were made to aspirate separated tip through the catheter but unsuccessful. A stent was deployed in the graft to trap the twist tip between the stent and the interior wall of the graft. Use of the prodigy system did not result in clearing or aspirating any thrombus. The patient was put on thrombolytic drip overnight, which partially cleared residual thrombus. Ballooning was required after lysis to remove clot in the anastomosis sites. Patient was discharged after observation with no adverse health consequences.